Manufacturer narrative:
The reported event for inability to insert a lead into the ipg header was confirmed. Microscopic inspection of the header chamber for port 1-8 identified an obstruction. The obstruction is excess silicon that is preventing the lead to be fully inserted. An attempt to fully insert a lab lead into the port 1-8 header chamber was unsuccessful due to the obstruction. The DHR review confirmed that the device met manufacturing requirements prior to shipment as per applicable procedures and no reworks on unit.

Event description:
During an ipg replacement procedure reported under MFR. Report #: 1627487-2019-12497, one of the patient's existing leads was unable to be fully inserted into the header port of the replacement ipg intended for use. Multiple troubleshooting attempts were unsuccessful. In turn, another ipg was used to successfully complete the procedure.